Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2020. Additional h3 investigation summary: one open folder and one needle-suture piece in two section of product code 9023, lot aj7047 was received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, the body of the needle was bent and marks appears to be by use of surgical instrument were observed. The end of the suture piece was cut . The other section of the suture was examined, body fluids were found and the ends were cut to by use. Due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vitrectomy and lip fixation procedure on (B)(6) 2019 and suture was used. The suture broke during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device aj7047 number, and no non-conformances were identified.¿ to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.